Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number sn(B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual or functional inspection. Nothing was visually identified that leads to the reported scenario and during the setup the drill could be unlocked, and the burr could be loaded. The calibration passed. However, during the test spin it was noticed that the burr does not spin. The test case was stopped. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and the drill was inspected further. When inserting the carriage into the tooling it was noticed that the slip shaft was did not sit straight and was slightly tilted to one side. The seal cap was removed, and it was found to be full of residue. The carriage was opened further. It was noticed that the front bearing had completely broken and therefor prevented the slip shaft and burr from turning. It was also noticed that both bearings had residue in them. The carriage was cleaned, and the breakings were replaced. The drill was reassembled, and a test case was performed. The drill was unlocked, and the burr could be loaded as intended. The test case could be completed without any failures occurring. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of the additional failure discovered during product evaluation is associated with wear and tear. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted surgery, one (1) real intelligence robotic drill did not want to unlock, after several tries. The procedure was resumed, after a 5-minute delay, with manual instrumentation. No further complications were reported.